Event description:
Olympus was info that during an endoscopic retrograde cholangio pancreatography (ercp) procure, the tip of the device broke off and fell inside the pt. It was not specified how the tip of the device was retrieved from the pt. There was no pt injury reported. Olympus has followed up with the user facility for additional info, however, limited info has been provided regarding the reported event.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. This evaluation confirmed the distal end plastic cover was found detached from the control body of the device. It was noted that the device failed leak test due to the damaged distal end plastic cover. There was damage observed on the c-cover insulation and a kink was noted on the forceps passage where the insertion tube was found buckled at the boot. There was corrosion found it the lg prong/mount of the device as well. The device was refurbished and returned to the user facility. The damage found was characteristic of physical damage.